Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high impedance and noise in threshold testing. The lead was repositioned, and cables were changes with the same result. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.